Event description:
The customer stated that she opened a new carton of test strips and found the cap already open on the bottle of strips. She received some high glucose readings, but did not allege any adverse events. The test strips were returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.